Event description:
During a coronary stent procedure, the phusician was unable to cross the lesion with the liberte' monorail stent delivery system. No patient injuries or complications were reported.